Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient stated that she only had 1 lead put in and thinks it may have moved because, she felt it below her butt bone and now it was felt above her butt bone. No interventions/actions were taken. The patient indicator for use was for urge incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.